Event description:
It was reported that the patient presented for a generator change. It was noted that the left ventricular lead exhibited high capture threshold and high pacing impedance with greater than double increased from the baseline impedance. Programming changes were made. The patient was stable.